Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data shows min bat equals 2.64 to 2.62 volts between (B)(4) 2011, is before device (recommended replacement time) rrt less than equal to 2.61 volt.

Event description:
It was reported that the device may have early battery depletion. The device is still in use. No patient complications have been reported as a result of this event.